Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump gave a warning that stated "change battery now" but there was no alarm in the history that coincided with the time that the warning occurred. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 7/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 6/08/2017 with the following findings: a review of the pump histories showed no replace battery alarms on (B)(6) 2017. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no errors, alarms or warnings occurring. A replace battery alarm was reproduced for the investigation; the pump gave the appropriate sound and displayed the correct message on the screen. The alarm was accurately recorded in the pump history. The pump history was found to be to be recording properly during testing. Therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked. (B)(4).